Manufacturer narrative:
In review of the file, the device and conclusion codes should have been updated in the supplement MDR. The following has been updated accordingly: it was also noted that the last paragraph in the supplement MDR had an incorrect statement. The following has been updated accordingly: all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
In the initial report the UDI# was inadvertently not provided. Unique identifier (UDI#): (B)(4). Through follow up it was learnt that the lens haptic was not broken as initially reported but lens was just misplaced in the surgical facility. Therefore, this complaint is no longer considered a reportable event. No further information will be provided under this manufacturer report number 2648035-2018-01389. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: not applicable no patient involvement reported. If explanted, give date: not applicable no patient involvement reported. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported that the haptic of the intraocular lens (iol) was broken. No patient involvement was reported. No further information was provided.